Manufacturer narrative:
The insulin pump was received with no unexpected no delivery alarms noted, no motor error alarms noted and the motor was tested outside the device and passed. The insulin pump also passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 400 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they experienced a no delivery alarm and three motor error alarms. The customer stated that they woke up to their insulin pump out of power. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.